Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
Related manufacturer reference number: 2017865-2019-13961. It was reported that the patient¿s system was explanted on (B)(6) 2019 for an unknown reason.

Event description:
New information received stated that the patient underwent heart transplant and no longer needed the implanted ICD system.